Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, peri-implantitis, fistula, inflammation.